Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states left side frame of walker is cracked. MDR filed.

Manufacturer narrative:
(B)(4). Follow-up #001. Issued MFR report #1531186-2013-01726. Indicating (B)(4) as the manufacturer. Correct manufacturer of this device is (B)(4).